Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 32mm x 3.50mm ion stent was selected to treat the lesion. During preparation, the stent was unable to advance through a 5fr non bsc guide catheter. It was noted that the stent was crimped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned separate to the delivery system. The stent was damaged throughout and elongated. Crimp evidence was present on the balloon. The balloon was tightly folded. No further damage was noted to the catheter. The guideliner guide catheter was not returned. No attempt was made to advance this device through a 5fr sheath as the stent was detached from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 32mm x 3.50mm ion stent was selected to treat the lesion. During preparation, the stent was unable to advance through a 5fr non bsc guide catheter. It was noted that the stent was crimped. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4).